Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging he was unable to test because her onetouch ultra2 meter was in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred on (B)(6) 2013 at 1:30 (unknown if am or pm). The patient reported using a combination of medications including onglyza, novolog and lantus insulin. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. The patient reported on (B)(6) 2013 at 7:20 (unknown if am or pm) she became ¿shaky.¿ the patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca was able to resolve the alleged issue with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ (11/15/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.